Event description:
It was reported that the device was dropped, case cracked, screen misaligned, error system failure voltage background test was then observed. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both were removed. The investigation found the top case was cracked / chipped by the left and right bottom corner. Cracked by the tube holder and no visible contamination. The pump event history showed nothing in ehl pertaining customer issue. However, an a2d reference voltage background (bgnd) test error was noted in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, during visual inspection only the external damage was confirmed as there was physical impact and an unknown error found in ehl. The root cause of the reported issue was unable to be determined, possibly due to use error. The technician interconnect board, main board and battery (contamination found on all the components). Cleaned, greased and calibrated the device, performed power up process which passed.